Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and did not duplicate the alleged malfunction. The ventilator passed extended self tests (est) and short self tests (sst).

Event description:
It was reported that the ventilator generated an error which rendered the unit inoperable. The ventilator was not on a patient at the time of the event.